Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken posterior capsule. A brief description from the surgery center indicated there was breakage of the posterior capsule and the nuclear fell. The surgeon reported the event occurred due to the default settings were inadvertently selected instead of the surgeon¿s settings. The default vacuum settings were programmed at the value of 300 mmhg.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was incorrect as it should have indicate the 08/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.